Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) will not operate with a 50cc balloon at or greater than a specific altitude. A hospital at 6800 ft is unable to use the 50cc balloon. The iabp will give calibration errors and not allow the user to proceed. However, the iabp will operate with a 40cc balloon at the same altitude. Operating instructions do not provide any information on steps necessary to operate at higher altitudes or properly transport using the iabp between facilities with significantly different altitudes. This was reported to us via mw5077265.